Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger, cosmetic damage, and failed the leak tightness test. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to environmental conditions. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the handpiece device had component damage, a sticky trigger, failed the leak tightness test, the etching was illegible, and had cosmetic damage. It was further determined that the device failed pretest for check roundness of the housing, check for sticky triggers, leakage test using bubble emission technique, marking and labeling, and general condition. It was noted in the service order article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.